Manufacturer narrative:
The device was not returned for evaluation. The directions for use (dfu) for the edwards model 120403f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material. Additional lot #: 516mc365, expiration date: 03/2009.

Event description:
It was reported that the balloon detached from the tip of the catheter during use. It was further reported that the customer used it as the balloon was being over inflated. There were no pt injuries or complications reported; however, the pt's condition is unk, as no other information was provided.